Event description:
The customer reported that the left monitor was not working. There was no picture on the monitor. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep updated the software, checked the cables and connectors. The system operates as intended.